Manufacturer narrative:
Event date: the event ate is unknown.

Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).

Manufacturer narrative:
The event date is unknown.

Event description:
It was reported that the physician observed a balloon malfunction with an artificial urinary sphincter (aus).